Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to compare the efficacy and safety of endeavor zotarolimus-eluting stent (e-zes) and resolute integrity zo tarolimus-eluting stent (I-zes) during a long-term follow-up of patients who underwent percutaneous coronary intervention (pci). A total of 4,041 patients who underwent pci from january 2004 to december 2014 at the cardiovascular center of korea university guro hospital, seoul, south korea were enrolled, of which 767 patients with e-zes (n = 272) or I-zes (n = 495) were found to be eligible for this study. After stent implantation, dapt (100-mg daily aspirin and 75mg daily clopidogrel) was prescribed for at least 12 months. It was noted that during hospitalization following the procedure, the enrolled patients took beneficial cardiovascular medications, including beta-blockers (bbs), angiotensin converting enzyme inhibitors (aceis) or angiotensin receptor blockers (arbs), calcium channel blockers (ccbs), and lipid lowering agents. After discharge, the patients were encouraged to stay on the same medications they received during hospitalization. The clinical outcomes at 30 days, 1 year, and 3 years for the e-zes and I-zes groups were collected. Clinical outcomes reported in the study population included all-cause death, cardiac death, non-fatal mi, stent thrombosis and repeat revascularization (tlr, tvr, and non-tvr). It was noted that the cumulative incidences of these events were not significantly different between the two groups.